Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/18/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that he blacked out and the paramedics were called while he was at a doctor's appointment. Patient stated that the event was due to the cgm inaccuracies and reported that the cgm was reading 232mg/dl compared to the bg meter which read 123mg/dl. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of inaccurate cgm values was not confirmed. A root cause could not be confirmed.